Event description:
Customer received one pt with elevated troponin t results ranging from 1.38 to 5.12, elevated ckmb and pro bnp results on different samples obtained from this pt. Results for ckmb and pro bnp were not provided. A sample from this pt was sent to another facility to be tested for troponin I which gave low results of 0.014, 0.020, and 0.19. The physician questioned the elevated results as not fitting with the clinical picture of the pt. Exact date of testing, units of measure, and method of testing for the troponin t were not provided. Initial results were reported, pt was not adversely affected. If add'l info is received, appropriate notification will be provided.